Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that. Patients carer just had to use a catheter and when user opened the packaging that was fully sealed, the catheter wasn't in the blue sealed protector so could not be used, user opened a second box which was again sealed but the catheter tube was just inside the blue protector and again open, were unable to use either catheter due to sterilization issues. It was reported that the nursing home advised that the foley catheters arrived with the blue sleeve that was meant to be around the catheter, not on the catheter, one was off entirely and one was halfway off. This was the second time this happened and both had different lot numbers.